Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report. Date of event is estimated.

Event description:
Manufacturer report reference number: 3006705815-2020-00614. It was reported the patient experienced lead migration. X-rays were taken, which confirmed lead migration. The patient may undergo surgical intervention to resolve the issue.

Event description:
Follow up information received that the patient had their leads explanted.